Manufacturer narrative:
It was reported that the outer sheath of the battery cable was damaged. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the device passed functional testing but failed visual inspection due to a tear on the output cable. The most likely root cause of the reported event can be attributed to a tear on the output cable due to the handling of the device. The most likely root cause of the reported event can be attributed to a tear on the output cable due to the handling of the device. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The IFU also instructs patients to inspect batteries once a week for physical damage, including the battery cable and connectors. Exterior surfaces of the batteries should be cleaned using a clean cloth. A damp cloth may be used but a wet cloth should not. Batteries that appear damaged are not to be used. Damaged batteries must be replaced. It further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all times. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Battery not returned to manufacturer.

Event description:
It was reported that the outer sheath from the battery cable was defective.  The battery was exchanged.  No patient complications have been reported as a result of this event.